Event description:
It was reported to physio-control that the customer's device had logged multiple event codes into the memory. The messsage "service" was flasing on the device's display. The device could no longer be operated. There was no report of patient use being associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.